Event description:
An optometrist reported that approx eight months following bilateral lasik surgery, a pt presented with dry eyes. The dryness was causing his vision to fluctuate. The optometrist has been monitoring the pt for stability. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).